Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there was a gouge at the distal end of the cannula. The trocar, insufflation port, envelope seal and circular seal all appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was the most likely was determined to be related to a bad insertion of the locking tabs into the trocar¿s slots. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, before laparoscopic colectomy, they could not insert the obturator into the cannula. They used another device to complete the case. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, before laparoscopic colectomy, they could not insert the obturator into the cannula. They used another device to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, before laparoscopic colectomy, they could not insert the obturator into the cannula. There was no patient involvement.